Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This event occurred in (B)(6) . This is the same event as 3010536692-2014-01806.

Event description:
Allegedly the patient felt pain at (B)(6) 2014. The surgeon confirmed disassociation at (B)(6) 2014.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.